Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The data presented an 0x5c alarm, timeouts, and a drive stall. This drive stall caused the pod to encounter an 0x5c "open count too low at end of prime" alarm. This drive stall can be confirmed as the root cause of the user reported event. The device was reset and rerun. The rerun data presented no anomalies.